Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" date (B)(6) 2012, inratio 5.2, inratio 4.9. Time elapsed between each method of testing is not specified. Pt's therapeutic range is 2.5 - 3.5. "Caller also alleged discrepant results compared with the lab. Results as follows:" date (B)(6) 2012, inratio 3.7, lab 2.8. Time elapsed between each method of testing is one hour and fifteen minutes. Pt's therapeutic range is 2.0 - 3.5.

Manufacturer narrative:
Investigation pending.